Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt340 breathing circuit was pressure tested to identify any leaks. Results: the complaint breathing circuit performed correctly during pressure testing and did not leak. Conclusion: no fault was found with the complaint breathing circuit. All breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows them to act by replacing the breathing circuit according to their standard procedures.

Event description:
A hosp in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a maquet servo-I ventilator prior to use.